Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. Lead model 6949 is part of the advisory. Analysis of the device ((B)(4)) is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that visual analysis was performed only.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. Lead model 6949 is part of the advisory. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that visual analysis was performed only.

Event description:
An allegation from an attorney indicated patient sustained injuries as a "result of a defective product". Approximately four months later, an allegation from a second attorney indicated the patient "suffered physical and other injury as a result of the recalled lead" and "died as a direct and proximate result of defects" of the lead. Patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy, expenses of hospitalization, medical and nursing care and treatment, monitoring, and loss of earnings" prior to the patient's death. Patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages". Approximately two years later, an allegation from a third attorney indicated the patient is deceased and further noted "death associated with explant."